Manufacturer narrative:
Review of the complaint database determined that no other complaints were registered reporting similar mix-up issues. The complaint is input to the post market surveillance process at straumann which tracks and trends complaints which is evaluated within the regular pms report. If trends are identified during this process, then this will be an input to CAPA to define any necessary additional actions.

Event description:
The clinician planned a periodontal surgery to treat an intraosseous / furcation defect in site #16 in a (B)(6) male patient on the treatment plan is to apply prefgel (edta) to the root surface and leave it for two minutes to condition the surface. The intended use of prefgel is for topical application onto exposed root surfaces during periodontal surgery in order to remove the smear layer. After rinsing the prefgel from the surgical area, straumann emdogain is applied. The intended use of emdogain is for topical application in conjunction with periodontal surgery to provide for regeneration of tooth support lost to periodontal disease or trauma. The emdogain remains in situ. During the planned surgery on (B)(6) the clinician confused prefgel with emdogain . This means that the clinician applied the 075.203w prefgel 0.6 ml lot mp183 into the non-bleeding augmentation site and left it in the defect in the patient for 72 hours. The clinician recalled the patient for a follow-up treatment on (B)(6) to clean and wash the wound.